Manufacturer narrative:
(B)(4). Follow up for device evaluation. It was reported that the tip of the syringe broke off inside the port and could not be removed. To support the investigation, one fully assembled 10 ml luer-lok syringe was received for evaluation by the quality team. Upon inspection, it was observed that the entire collar at the top of the barrel was completely broken. However, based on the verbatim description and the evidence provided, this condition cannot be confirmed as originating from the manufacturing process. As a result, a potential root cause could not be identified, and no corrective actions are deemed necessary.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml s/t 200 s/c tip broke. The following information was provided by the initial reporter: material #:303134 batch#: unknown. Rcc received a complaint via email. Chc complaint reference #: (B)(4), hospital complaint reference #: (B)(4), customer (hospital) name: xxx, correspondence language: english, cat# of product being complained: (B)(4), description of product: syringe slip tip 10cc 200ea/bx 2bx/ca, lot or s/n: unknown, complaint category: damaged / broken, incident date: (B)(6) 2025, hospital complaint reference #: (B)(4). Details of complaint (reported issue): "a full 10ml was drawn out, and when the syringe was inserted into the side port again to check if extra fluid/air remained, the tip of the syringe broke off inside the port and could not be removed. Since the full 10ml had been drawn out and visualized, the foley was then removed with ease, and upon visible inspection, no fluid remained inside the balloon." Additional information will be sent via separate email. Complaint noticed: during / after use problem frequency: 1st time customer exposure: patient injury: no has health canada been informed? Unknown qty affected: 1 ea samples available? Yes is customer requesting an rga? No return qty: qty samples: 1 ea.